Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult positioning was unable to be determined. The reported unintended movement was a result of procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. The first clip (30314r1093) was advanced into the left ventricle, however it became caught on chordae. Troubleshooting was performed but the clip was not able to be freed. The physician then continued with clip positioning. During maneuvering the clip slipped free and was then able to be retracted to the left atrium. Due to the excessive curves applied to the clip delivery system (cds) the clip was exchanged for a second clip. The second clip was advanced, however, difficulty grasping was experienced. Subsequently, the clip was exchanged for a different size. A third clip was implanted and the procedure was concluded with a resulting mr grade of 1-2. There was no clinically significant delay in the procedure and no additional information was provided.